Event description:
It was reported that, the doctor asked for 10 x 740mm nail. Box was opened properly. When implant was removed from the box it was discovered that the nail was exposed. This meant that the nail was contaminated. By choice of the hosp alone, it was sterilized and implanted.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.